Event description:
It was reported that, "patient fell and fractured pelvis. Surgeon was very concerned about the metal shavings that were found in the pt and inside the cup.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.